Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the screw broke off after tightening of the crosslink. There was no patient injury reported. The implant was changed intra-operatively. No additional information was provided. Update from rep: 1 the broken screw was not the set screw, but the screw in the middle of the construct. 2 a new cross link was used succesfully during the surgery. 3 no patient information available.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. No pre-existing defect was found at the level of the damage.the breakage is consistent with excessive torque applied during tightening of the central nut.